Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death due to single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed posterior leaflet, flail and a pre-existing ruptured chord. Two mitraclips (20303r121 and 20321r151) were implanted. However, during the procedure, it was noted that there was a lot of tension on the steerable guide catheter (sgc) due to the axial rotation as the clamp and sgc bend amplitude were high. After the two clips were released the tension on the sgc was large and it was suspected that there was +/- knob rebound. The procedure was complete with the mr reduced to a grade of 2+. The next morning on (B)(6) 2022, the patient died. The cause of death was due to single leaflet device attachment (slda). Both implanted clips were detached from the posterior leaflet. The slda blocked the left ventricular outflow tract which caused the left ventricular dysfunction. It was suspected that the sgc axial problem during the procedure exerted great tension on the leaflet of mitral valve and affected the clamping stability of the two clips. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm unintended movement (rebound) of the shaft via returned device analysis. In addition, the braid shaft was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported unintended movement (rebound) of the shaft appears to be due to procedure conditions. Additionally, the observed bent shaft was a cascading effect of the reported unintended movement of the shaft. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.